Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("hysterectomy with complications/she had tons of complications"), abdominal distension ("ebelly"), anxiety ("anxious") and diffuse alopecia ("telogen effluvium - that was diagnosis was of from my dermatologist , acute hair shed caused by a triger, /normal hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown and the post procedural complication, abdominal distension, anxiety and diffuse alopecia had resolved. The reporter considered abdominal distension, anxiety, diffuse alopecia, medical device removal and post procedural complication to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and post operative complications, diffuse alopecia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received : new event that was diagnosis was of from my dermatologist, acute hair shed caused by a triger/normal hair loss added. Essure removal date added. Outcome of the events updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("hysterectomy with complications/she had tons of complications"), abdominal distension ("ebelly/bloated"), anxiety ("anxious"), diffuse alopecia ("telogen effluvium - that was diagnosis was of from my dermatologist , acute hair shed caused by a trigger, /normal hair loss"), alopecia ("hair loss"), connective tissue disorder ("connective tissue disorders"), dermatitis ("inflammatory scalp condition"), inflammation ("chronic inflammation"), adverse reaction ("adverse reaction"), allergy to metals ("nickel allergy"), scar ("scar tissue"), adnexa uteri cyst ("paratubal cyst"), genital haemorrhage ("bleeding"), dysmenorrhoea ("painful cycles") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (hysterectomy, remove coil and tubes, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dermatitis, inflammation, adverse reaction, allergy to metals, scar, adnexa uteri cyst, genital haemorrhage and dysmenorrhoea outcome was unknown and the post procedural complication, abdominal distension, anxiety, diffuse alopecia, alopecia and dysgeusia had resolved. The reporter considered abdominal distension, adnexa uteri cyst, adverse reaction, allergy to metals, alopecia, anxiety, connective tissue disorder, dermatitis, diffuse alopecia, dysgeusia, dysmenorrhoea, genital haemorrhage, inflammation, pelvic pain, post procedural complication and scar to be related to essure. The reporter commented: female pattern badness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. New event hair loss, metal taste, painful cycles added. Reporter was added. Event: medical device removal updated to pelvic pain. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. New event connective tissue disorders, inflammatory scalp condition was added. Reporter was added. On 14-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 20-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: new event chronic inflammation, adverse reaction was added. Reporter was added. On 23-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: new event nickel allergy, scar tissue, paratubal cyst was added. Reporter was added. On 23-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 23-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. Reporter was added. On 23-mar-2020: fu 6,7,8,9,10,11,12,13,14,15,16,17&18 proceed together: social media received. New event bleeding, pain was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural complication ("hysterectomy with complications/she had tons of complications"), abdominal distension ("belly/bloated"), anxiety ("anxious"), the first episode of diffuse alopecia ("telogen effluvium - that was diagnosis was of from my dermatologist , acute hair shed caused by a trigger, /normal hair loss"), the second episode of diffuse alopecia ("hair loss"), connective tissue disorder ("connective tissue disorders"), dermatitis ("inflammatory scalp condition"), inflammation ("chronic inflammation"), adverse reaction ("adverse reaction"), allergy to metals ("nickel allergy"), scar ("scar tissue"), adnexa uteri cyst ("paratubal cyst"), genital haemorrhage ("bleeding"), dysmenorrhoea ("painful cycles") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (hysterectomy, remove coil and tubes, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dermatitis, inflammation, adverse reaction, allergy to metals, scar, adnexa uteri cyst, genital haemorrhage and dysmenorrhoea outcome was unknown and the post procedural complication, abdominal distension, anxiety, the last episode of diffuse alopecia and dysgeusia had resolved. The reporter considered abdominal distension, adnexa uteri cyst, adverse reaction, allergy to metals, anxiety, connective tissue disorder, dermatitis, dysgeusia, dysmenorrhoea, genital haemorrhage, inflammation, pelvic pain, post procedural complication, scar, the first episode of diffuse alopecia and the second episode of diffuse alopecia to be related to essure. The reporter commented: female pattern badness. Patient had essure for 6 and a half years. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: grade 3. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. Lab data added. Event pt was updated from alopecia to diffuse alopecia. Reporter causality comment added. On 24-mar-2020: pfs received : reporter information was added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("hysterectomy with complications/she had tons of complications"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and post procedural complication outcome was unknown. The reporter considered medical device removal and post procedural complication to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and post operative complications". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("hysterectomy with complications/she had tons of complications") and abdominal distension ("ebelly"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, post procedural complication and abdominal distension outcome was unknown. The reporter considered abdominal distension, medical device removal and post procedural complication to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and post operative complications. Most recent follow-up information incorporated above includes: on 6-mar-2020: new event added- abdominal distension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy with complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced post procedural complication ("hysterectomy with complications/she had tons of complications"), abdominal distension ("ebelly") and anxiety ("anxious"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, post procedural complication, abdominal distension and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, medical device removal and post procedural complication to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal and post operative complications". Most recent follow-up information incorporated above includes: on 6-mar-2020: social media received. Added reporter. Added event anxious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.